Event description:
The customer reported that a plan revision was performed and the physicist changed the gantry rotation before treatment, back to the correct value in rt chart. The plan revision was treated with the correct gantry angle. Checking the user rights, the therapist does not have any rights to acquire or override gantry angle or gantry direction but the acquire window shows that gantry can be acquired. There was no report of injury as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.